Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacing dependent patient experienced a syncopal episode due to therapy inhibition. The cardiac resynchronization therapy defibrillator (crt-d) system was interrogated and it was noticed that this right ventricular (rv) lead exhibited noisy signals, high pacing thresholds and elevated pacing impedance measurements. A potential conductor fracture and insulation damage as well as a sub-optimal position were discussed as potential causes of the episode. As result, the lead was explanted and replaced. The new rv lead showed normal electrical measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this pacing dependent patient experienced a syncopal episode due to therapy inhibition. The cardiac resynchronization therapy defibrillator (crt-d) system was interrogated and it was noticed that this right ventricular (rv) lead exhibited noisy signals, high pacing thresholds and elevated pacing impedance measurements. A potential conductor fracture and insulation damage as well as a sub-optimal position were discussed as potential causes of the episode. As result, the lead was explanted and replaced. The new rv lead showed normal electrical measurements. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.